Event description:
The device was returned for analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was being seen for a routine device follow up in clinic. Upon interrogation, the device was noted to be in safety core and also indicated that a charge fault was detected and no tachycardia therapy was available. Boston scientific technical services recommended replacing the device as the patient was unprotected. The patient underwent an invasive surgical procedure where the device was removed and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was returned in safety mode. Visual inspection noted no arc marks or other device anomalies. An x-ray was performed which revealed that an internal fuse was damaged. Examination of the device memory revealed that the device had shocked into a shorted lead condition on (B)(6), 2011. Analysis determined that the device was in safety mode as the result of shocking into a shorted lead condition and sustaining induced high energy overstress damage.